Event description:
While attempting to remove food lodged in esophagus with the raptor grasping device, the wire connecting the grasp broke. Food bolus was eventually dislodged with another piece of equipment.